Event description:
Per the clinic, the patient experienced "shocking" feeling, dizziness and pain at the implant site. Subsequently, the patient was treated with oral steroids (specific date and duration not reported).